Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic-assisted distal gastrectomy (ladg), they inserted power handle into the charger, however the power status was illuminated blue and the charge status illuminated or flashed red. For the duodenum resection, they connected the cartridge to the adapter ,however the device did not react at all. They repeatedly tried the charge and the restart of the device for a while. The display showed covidien¿s logo and the device re-started ,however the logo disappeared on the halfway and displayed the handle error. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause for this failure was discrepancies between the reported rsoc from the bq chip and actual state of charge as calculated from the battery voltage. The product analysis established a relationship between a device failure and the reported incident of unable to articulate. The most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip; however, a definitive root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.